Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge with insulin. Customer changed the syringe needle to resolve the issue. Customer's blood glucose was within range (value not provided).